Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strip had a poor storage or/and customer is testing at ambient temperature out of operating range or/and customer had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results and e-1 temperature error. The customer's expected fasting blood glucose test result range is 120 mg/dl. The customer feels well and did not report any symptoms. On (B)(6) 2016, a blood test was attempted by the customer fasting, but the customer received e-1 error message. The customer wanted confirm meter results for comparison to one at the paramedic center located next to customer's house . A back to back blood test was performed by the customer fasting and produced test results of 147 mg/dl using paramedic's meter and e-1 again using trueresult meter.the customer come back home, customer performed another blood test with thetrueresult meter and produced result of 103 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/27/2018 and open vial date is 01/18/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.